Event description:
This report is a report by a consumer with supplemental information by a nurse from the USA of peritonitis due to split in peritoneal dialysis (pd) catheter (non-baxter product) in a female patient (born in 1948) coincident with baxter dianeal pd4 ambuflex therapy during pd therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/ touch contamination further described as stepped on her pd tubing, the tubing was pulled taut, and the pd tubing split near the adapter. On (B)(6) 2011 the patient was diagnosed with peritonitis and hospitalized on the same date. On an unreported date, a peritoneal effluent culture was performed and the results showed acinetobacter baumannii. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unknown date the split in the pd tubing was repaired in the pd clinic. It was reported that the patient was not re? Trained, as the contamination of the sterile pathway was not technically a break in the patient's sterile technique. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal was ongoing. On 17sep2011, baxter product surveillance received updated information from the peritoneal dialysis nurse (pdn). The location of the split in the tubing was on the patient's pd catheter (non-baxter product). The pdn did not know the brand of catheter. The pdn stated that the catheter was not replaced as they were able to repair the catheter tubing (method unspecified). The pdn stated it was due to a mechanical error in that the patient stepped on the tubing causing the catheter tubing to split. No further information was requested. Patient injury reported: yes; medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).